Event description:
Pt experienced shaking chills at conclusion of hemodialysis therapy. Refused antibiotics and was sent home. Became febrile while at home. Received hemodialysis therapy 2 days later and was then hospitalized for treatment of infection. Subsequent investigation led to discovery of yeast organism beneath o-ring and in o-ring groove of reused dialyzer header cap.